Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor was unable to power on. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There is no indication that the device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor was unable to power on. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.